Manufacturer narrative:
The date of this submission is 27-oct-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a (B)(6)-year-old female consumer reporting on self from the united states. The medical history included anaphylactic shock (petroleum and white potatoes), thumb nail removal and allergies to petroleum based products, corn or corn derivatives, yeast, white potatoes, processed foods, soy, salmon, pork, pecan, pistachios, mushrooms, scallops, cocoa, artificial sweeteners, many unspecified medications and other unspecified allergies. She was not taking any concomitant medication. The social history included cigarette smoking. On (B)(6) 2014, the consumer's doctor applied band-aid brand adhesive bandages flexible fabric (lot number and expiration date unspecified) cutaneously, one bandage, once, to cover a wound on the consumer's thumb after thumb nail removal. After leaving the doctor's office, she purchased a box of band-aid brand adhesive bandages flexible fabric, which she did not use. After an unspecified duration, while on her way home, she realized she was having an anaphylactic reaction since her throat was closing, her heart was racing and she had trouble breathing. By the time she got home, she experienced severe respiratory distress. On the same day, she removed the bandage, washed her thumb and took benadryl (diphenydramine) orally to treat the events. She did not consult with a healthcare provider and did not use the device further. She also reported that she would experience similar events whenever she used products containing petroleum, like vaseline and with white potatoes wherein she would develop an anaphylactic shock within 30 minutes of product use. On the same day, after a few hours, she felt better. The events resolved. The analysis of product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and the company causality was assessed as related.